Event description:
It was reported before using the bd minidraw¿ finger sleeve, small, the expiration date on the packaging label was beyond the specified product shelf life. The event affected 3600 devices. There were no health consequences or impacts reported.

Manufacturer narrative:
The manufacturing location for this product is roechling medical rochester (rmr). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k230493. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material #: 366613; lot/batch #: 3143002. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect expiration date with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode incorrect expiration date. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd minidraw¿ finger sleeve, small, the expiration date on the packaging label was beyond the specified product shelf life. The event affected 3600 devices. There were no health consequences or impacts reported.